Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-aug-2023. The most recent information was received on 10-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("hypermenorrhea / treatment of complicated and haemorrhagic menstrual bleeding over several weeks even months"), intervertebral disc protrusion ("detection of 4 herniated discs"), ligament injury ("left knee, patella surgery (ligament injury)") and tendon injury ("left knee, patella surgery (tendon injuries)") in a female patient who had essure inserted (lot no. 641418) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2010, she experienced ear infection ("otitis"), herpes virus infection ("herpes"), joint dislocation ("diastasis of the shoulder") and herpes zoster ("shingles"). In 2011, she experienced bartholinitis ("bartholinitis 4 times, 2 of which drained by surgical puncture"). In 2012, she experienced burnout syndrome ("burnout"). In 2014, she experienced arthralgia ("joint pain / joint problem, knee pain"). In 2015, she experienced ligament injury (seriousness criterion medically important) and tendon injury (seriousness criterion medically important). An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), intermenstrual bleeding ("vaginal bleeding between period"), back pain ("frequent low back pain"), intervertebral disc protrusion (seriousness criterion medically important), cardiovascular disorder ("poor blood circulation"), migraine ("severe migraine"), fatigue ("chronic fatigue / the body is exhausted"), fungal infection ("mycoses"), memory impairment ("memory impairment"), aphasia ("aphasia"), limb discomfort ("heavy legs"), musculoskeletal stiffness ("muscle stiffness difficulty exercising for a long time"), muscle disorder ("muscle problem") and disturbance in attention ("has difficulty concentrating") and was found to have meningioma benign ("cerebral meningioma"), uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (back surgery (vertebral plate and removal of two hernias and patella surgery) and physical therapy. At the time of the report, the migraine, fatigue, ear infection, muscle disorder and weight increased had not resolved. No causality assessment was received for essure with regard to cardiovascular disorder, migraine, fatigue, ear infection, heavy menstrual bleeding, intermenstrual bleeding, fungal infection, herpes virus infection, uterine leiomyoma, memory impairment, aphasia, limb discomfort, arthralgia, back pain, musculoskeletal stiffness, joint dislocation, herpes zoster, bartholinitis, burnout syndrome, intervertebral disc protrusion, meningioma benign, muscle disorder, weight increased, disturbance in attention, ligament injury or tendon injury. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 93 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("hypermenorrhea / treatment of complicated and haemorrhagic menstrual bleeding over several weeks even months"), intervertebral disc protrusion ("detection of 4 herniated discs"), ligament injury ("left knee, patella surgery (ligament injury)") and tendon injury ("left knee, patella surgery (tendon injuries)") in a female patient who had essure inserted (lot no. 641418) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced ear infection ("otitis"), herpes virus infection ("herpes"), joint dislocation ("diastasis of the shoulder") and herpes zoster ("shingles"). In 2011 she experienced bartholinitis ("bartholinitis 4 times, 2 of which drained by surgical puncture"). In 2012 she experienced burnout syndrome ("burnout"). In 2014 she experienced arthralgia ("joint pain / joint problem, knee pain"). In 2015 she experienced ligament injury (seriousness criterion medically important) and tendon injury (seriousness criterion medically important). An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), intermenstrual bleeding ("vaginal bleeding between period"), back pain ("frequent low back pain"), intervertebral disc protrusion (seriousness criterion medically important), cardiovascular disorder ("poor blood circulation"), migraine ("severe migraine"), fatigue ("chronic fatigue / the body is exhausted"), fungal infection ("mycoses"), memory impairment ("memory impairment"), aphasia ("aphasia"), limb discomfort ("heavy legs"), musculoskeletal stiffness ("muscle stiffness difficulty exercising for a long time"), muscle disorder ("muscle problem") and disturbance in attention ("has difficulty concentrating") and was found to have meningioma benign ("cerebral meningioma"), uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (back surgery (vertebral plate and removal of two hernias and patella surgery) and physical therapy. At the time of the report, the migraine, fatigue, ear infection, muscle disorder and weight increased had not resolved. No causality assessment was received for essure with regard to cardiovascular disorder, migraine, fatigue, ear infection, heavy menstrual bleeding, intermenstrual bleeding, fungal infection, herpes virus infection, uterine leiomyoma, memory impairment, aphasia, limb discomfort, arthralgia, back pain, musculoskeletal stiffness, joint dislocation, herpes zoster, bartholinitis, burnout syndrome, intervertebral disc protrusion, meningioma benign, muscle disorder, weight increased, disturbance in attention, ligament injury or tendon injury. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 93 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.